Event description:
In 2008, the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging the one touch ultra link meter prompted the error 4 message on the meter display. The reporter denied that the pt suffered any symptoms and denied that the pt sought medical attention. The pt did not take any action regarding diabetes treatment with regard to the issue. The patient's testing technique was correct. The test strips were within expiration dating and in good condition. The product was not new. This complaint is being reported because the issue was not resolved during troubleshooting. The pt did not suffer any injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or stirps are returned, lifescan will evaluate it/them and, if either the meter strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.